Event description:
Complainant alleged that during a routine testing by a clinician the 1200 paddles would not discharge. The complainant indicated that there was no pt involvement in the reported failure.